Manufacturer narrative:
Carefusion reference #: (B)(4). (B)(4). The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.